Event description:
It was reported that during a heavily calcified, heavily tortuous, right coronary artery (rca) stenting procedure, a trek rx balloon dilatation catheter (bdc) was advanced without difficulty to the lesion for pre-dilatation. The balloon was inflated and there was difficulty deflating the balloon. The balloon and catheter were removed with the balloon fully inflated (difficulty to remove) and upon removal from the patients anatomy, the tip of the bdc was found inside the guide catheter (separated). A xience xpedition stent delivery system (sds) was advanced to the lesion and the xience xpedition balloon would not inflate to deploy the stent. Reportedly, the physician believes the balloon would not inflate because of the patients heavily calcified anatomy. The xience xpedition sds was removed without issue and the lesion was dilated again with another trek 4.0 x 20 mm balloon. Another xience xpedition was used to complete the procedure. There were no issues noted with preparation of either the trek rx bdc or the xience xpedition sds. There was no clinically significant delay in the procedure or no adverse patient effect reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The failure to inflate was not confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The trek referenced is being filed under a separate manufacturing report number.